Event description:
Eleven days after treatment in the lips and glabellar area, the patient presented with swelling in the upper lip. Follow-up with the physician via a report summary noted the symptom has resolved. The patient was prescribed prednisone and antihistamines. Attempts were made to speak to the physician regarding the usage of prednisone and antihistamines, but the physician refused to speak further of the event. This event is being reported because allergan's approach to compliance is to resolve all doubt in favor of reporting.

Manufacturer narrative:
Device evaluation summary: the documentary research in the batch file shows that no element could explain this reaction: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden, sterility test, sterilization cycle) are registered as conforming to the specifications. In conclusion, it is probable that the patient had an undesirable side effect to the injection, as indicated in the dfu (edema at the injection sites can occur).